Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving three shocks and feeling dizzy and passing out. Boston scientific technical services (ts) reviewed device data transmitted a few days prior and it was noted that there may be some oversensing of noise on the right ventricular (rv) lead. Stored events showed ventricular fibrillation (vf) and some non-sustained ventricular tachycardia events due to noise. The plan was to discuss further with the physician. The system remains in service. No additional adverse patient effects were reported.